Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that medication leakage occurred while using a one-link needle-free IV connector connected to a non-baxter intravenous (IV) catheter system. This issue was further described as medication infiltration in two (2) units of one-link needle-free IV connectors connected to a non-baxter intravenous (IV) catheter system while patients were in computerized axial tomography (cat) scan. This issue was identified during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.